Manufacturer narrative:
Initial and final MDR 1933953 - MDR 3003442380-2024-20352 - device 6 of 7.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced seven infusion set cannula was kinked on (B)(6) 2024. The blood glucose level was 600 mg/dl at the time of event. The event occured within three hours of insertion. The infusion set was in use for 3 hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.